Event description:
The distributor/reporter alleged that the up and down buttons on the keypad does not respond. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be swollen. The pump was returned with the keypad lifting up below the "ok" button. The "up/down/ok" keypad button is intermittently responding during testing. The "contrast" keypad button require excessive force to activate. The keypad was removed for further investigation. During a vision inspection, the "contrast" key contact is inverted and do not always spring back, and the "up/down/ok" key contacts become inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.